Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator was found in backup mode. There were no patient consequences. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.